Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 200 mg/dl. Customer was using fiasp insulin and tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer did not believe the occlusion alarm was due to off label insulin and believed the pump was the issue. The supplies were changed to address the event and insulin delivery was resumed using humalog insulin.